Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was implanted and defibrillation threshold (dft) testing was performed successfully. However, fluoroscopic imaging after the dft showed that the electrode had significantly tilted towards the left side from the shocking coil onward. It was also noted that all three sense vectors had passed the screening before the dft, but afterwards only one vector passed. Additional intervention was performed and the electrode was repositioned. No new dft was conducted; the procedure was completed with sensing confirmed in all three vectors. No additional adverse patient effects were reported. The electrode remains implanted and in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.